Event description:
The pt saw the implanting hcp who gave the pt a prescription for a binder to wear to help the pump stay in place. The pump was "moving around too much." Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).